Manufacturer narrative:
E1-name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on 21 may 2026. The blood glucose level was 315 mg/dl at the time of event and treated via insulin pump.